Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17qye, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by patient that the device did not provide them relief. They were seeking alternative treatments with a new healthcare professional (hcp). Multiple programs were attempted but none provided relief so the device was removed. Of note, battery life was confirmed to have 80+ months, and impedance check showed all leads were intact. No further complications were reported or anticipated.